Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the device was moved and was not communicating with network. A field service engineer found that the station was not obtaining an internet protocol address for server synchronization. The configuration was verified, and coordination with the internal information technology department corrected the internet protocol address assignment. Server synchronization was then performed and tested successfully to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es server was moved and was not communicating with the network. However, there were no delays or adverse events or injuries reported based on this event.